Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set to resolve the issue. Reportedly, the customer was re-using insulin. Clinical support informed customer that re-using insulin is off label per the tandem user guide. Customer's blood glucose level was 200-greater than 400 mg/dl.